Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the ok and contrast buttons. Multiple button presses requiring increasing force are required before the ok and contrast buttons will engage. None of the buttons on the keypad have normal spring back or click. There is no visible damage on the keypad, which was removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok keypad button had a delayed response when pressed. The patient reportedly wore the pump in a protective skin attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.